Event description:
Pt with a history of ventricular fibrillation arrest secondary to idiopathic hypertrophic subaortic stenosis in 1990. Defibrillator placed in 1990 and replaced in 1996. Presented to cardiology with complaint of defibrillator discharges x 3 which were inappropriate in the 2 days prior to admission. This was thought to be due to fractured lead of one of her sensing electrodes at the screw-cable weld. Pt underwent epicardial automatic implanted cardioverter defibrillator pacer and sensing lead replacements.